Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: pump. (B)(4). Device evaluation summary: analysis of the catheter found ¿catheter body has significant twisting that may have affected infus ion¿. There was a twisted/kinked area seen on the catheter body (50cm from connector); occlusion was seen during pressure testing when the catheter was twisted/bent to a narrow radius.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 360.0 mcg/ml at 93.88 mcg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had a basal cell carcinoma of her face removed which subsequently abscessed. Prior to this her pump implantation site was clean, dry and intact. On (B)(6) 2015 the patient reported redness of the pump site. On (B)(6) 2015 examination revealed cellulitis localized over the llq of the abdomen. Oral keflex started with probiotics but patient has a diarrhea currently and is concerned about antibiotic use. The etiology was noted as related to the device or therapy, not related to the implant procedure. The clinical diagnosis was cellulitis over the pump site. The entire system was explanted and not replaced. The outcome was resolved without sequeale (B)(6) 2015. See also manufacturer¿s report # 3004209178-2016-00001.